Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later pt experienced urinary tract infection, leakage, erosion of the urethra, little pieces of mesh with some crystals that are some old calcifications and a stone on the right sulcus of the urethra. A mesh revision was performed.